Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens got stuck in the wound gap upon insertion. When the surgeon tried o remove the lens from the wound, it broke. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Photo evaluation: the photo shows iol positioned incorrectly in iol case base. It appears to be pressed against two (2) posts of case. One haptic appears to be is bent/deformed. Additional observations were as follows: the file states the use of "company iii d cartridge", which is not qualified to be used with the associated lens model. Additional information: iol returned pressed down into well area of iol case base, resulting in deformation of the iol. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is adhered to the optic surface in a folded position with solution. The optic is cracked/fractured and scratched/marked-rejectable while we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the customer states the use of non-qualified combination. The use of nonqualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).